Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that while the pt was in the hospital for high blood sugar, he experienced red heart alarms. The pt stated that a "tingling" feeling was felt in his chest as if the pump was stopping. Per add'l info rec'd from the vad coordinator when the pt experienced a red heart alarm, the hospital staff noted that the flow was 0. The pump had stopped, and the system controller was exchanged with the pt's backup system controller. The pt was asymptomatic. Less than 12 hrs later a red heart alarm occurred again and the flow was 0. The system controller was exchanged with a new system controller. X-rays were taken of the driveline and it appeared intact. The pt remains ongoing with no further issues.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.